Event description:
The dentist reported cutting the pt's cheek with the polishing disc. The pt did not go to the ER, but the dentist administered antibiotics and stitches to complete the procedure. The pt returned to the dentist's office for removal of the stitches and it was reported that the area was probably a little sore, but showed no signs of infection.